Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for a pocket infection of the implantable pulse generator (ipg). The system was removed and later replaced. No further patient complications have been reported as a result of this event.